Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. [Ba22 is obsolete/merged with ba32]

Event description:
Customer reported via phone call that they had to change the battery of insulin pump every 2 days. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the insulin pump had low battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.